Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the pump was intermittently responding to the down arrow button and the down arrow button contact was observed to be misaligned.

Event description:
It was reported that the down arrow button was sticking and it required multiple presses for the pump to respond. The pump reportedly has been exposed to moisture but the keypad is intact.